Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle plunger rod is difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no. 324910 batch no. 9168940. It was reported that plunger rod is difficult to move. It was also reported needle got damaged from pulling too hard because it is difficult to draw up insulin. Verbatim: stated, he has to pull really hard when drawing insulin but he is successful with injection. Stated, sometimes he had to use a second syringe to draw insulin because he damaged the needle from pulling to hard. No injury to report.